Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the oxygen sensor on the 840 ventilator had a broken thread. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the oxygen sensor. Covidien was not authorized to repair the device.